Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update 8/18/2015: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, malpositioned/loose cup, dislocations, and infection. All implants were removed except the stem. No labs were provided for the alleged high metal ions. It should be noted that patient had a poly liner implanted, not metal during the doi. Part/lot is being updated and all other implants are being added to the complaint. A correct dor was provided. The complaint was updated on:9/14/2015.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).